Event description:
Litigation papers allege pain, stiffness, discomfort, weakness and excessive metal ion levels.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.